Event description:
The customer reported via telephone call that the display was cracked and that there was a cracking noise when pressing the buttons. The blood glucose reading was 65 mg/dl. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with all buttons responding properly. However, the keypad overlay was peeling. The pump also had a cracked case at the display window corners, a cracked display window, and minor scratches on the lcd window.